Event description:
It was reported that on attempt to create a second burr hole, the perforator did not disengage. The device proceeded to drill into the patient's dura and the dura was torn. Doctor was required to change perforators and procedure time was extended. No severe patient harm was noted as the surgery plan involved the opening of the dura.